Event description:
A customer contacted baxter's global technical service center requesting assistance. The home patient (hp) needed help connecting the bags using the compact exchange device (cxd). The technical service representative (tsr) walked the hp through the use of the device. When the tsr had the hp close the door and pull the handle back and then push the handle forward, the hp stated the spike would not go into the bag. The tsr asked the hp where the spike was, but the hp was unable to explain where the spike was. The hp tried again with new supplies, but the tsr was unable to talk the hp through connecting the bags with the cxd. The hp stated the spike was going over the top of the bag port. The tsr would swap the cxd and would send the hp another cxd device. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon evaluation completion or if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the caregiver (cg) on (B)(6) 2011, who stated the sample was no longer available for evaluation. Additionally, the cg stated the patient was in the hospital for three weeks, starting (B)(6), followed by three weeks in rehab to have surgery to remove the peritoneal dialysis catheter. The patient is now performing hemodialysis. The device was not returned for evaluation. A review of the device history record revealed no issues that may have caused or contributed to the reported issue. The assignable cause for the reported issue was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.